Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v511820, implanted: (B)(6) 2010, product type: lead. Product ID 3095-25, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
The consumer reported getting kicked in the knee on (B)(6) 2015 and injuring her knee and eye from a fall in the beginning of (B)(6) 2015. On (B)(6) 2015, the patient noticed a loss of therapy as she was having more bladder pain and leakage. No electromagnetic interference was alleged though an x-ray was taken 3 weeks prior for her left knee due to the unrelated events. On the day of the call, the patient wanted to turn stimulation up but they were unable to connect using the programmer and saw poor communication. Cause, troubleshooting, actions, and outcome remain unknown. Follow-up is being conducted to obtain additional information. The indication for use included urinary dysfunction.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported that the battery died and was changed on (B)(6)-2015. As far as the patient knew, the poor communication had been resolved.